Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringes package was discolored. The following information was provided by the initial reporter: "foggy package".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-aug-2022 h6: investigation summary one photo and 51 representative samples with unopened packaging were received by our quality team for evaluation. From the photo, a cloudy bottom web was observed. The samples were subjected to visual inspection. The team observed a cloudy bottom web from all returned samples. No abnormality on the sealing portion was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The production was run using validated parameters. The possible root cause could be due to an incoming material issue. The team has engaged with the incoming quality department on this complaint and the supplier investigation has been issued to the perform an investigation.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringes package was discolored. The following information was provided by the initial reporter: "foggy package".